Event description:
A patient reports, while wearing a pod. Their blood glucose had both rose to over 250 mg/dl and decreased to 27 mg/dl. In addition, the patient reports suffering a seizure. No additional information could be provided as to this event.

Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported seizure. No lot release records were reviewed, as the product lot number was not provided.